Event description:
Event description guidant received information that this device had been programmed to right ventricular pacing only and the left ventricular port had been plugged since the implant procedure one month prior. After the procedure to add an epicardial left ventricular lead the device was programmed to biventricular pacing. It was then observed that the gas gauge was showing 100%, however the longevity remaining was <0.5 years with an elective replacement near warning. The device had 14 resets in which engineering suspected was due to electrocautery during the procedure and longevity remaining may be fixed once the device has a chance to perform more valid battery measures. Guidant received additional information that this device was explanted due to infection.